Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles below the luer lock. The customer's blood glucose level was not impacted. Reportedly, the customer was able to resume insulin delivery.